Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected vibrating anomaly noted. The insulin pump passed self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that some of the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 62 mg/dl and she treated with food. Nothing further was reported.